Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. This information has been provided to the physician and is being monitored. The measurement has remained in the high range and has been stable. No intervention is intended at this time. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.